Manufacturer narrative:
No end user information provided. The product was evaluated and repaired by an independent repair center. Should additional information become available, a supplemental record will be filed.

Event description:
Per the independent repair center, the reason for repair is low o2/yellow light. The key failure is the 4way valve is leaking. Additional malfunction is power switch, no alarm. The non-alarming issue is a reportable event which is the basis of this FDA filing.